Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-9218-15, serial/ lot: unknown, description: vercise m8 adapter 15cm.

Event description:
It was reported that the patient developed an infection and had their system explanted.